Event description:
A malfunction alarm was reported with a code of malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump, after which the malfunction did not recur. The customer was advised to contact support if the issue reoccurred.